Event description:
Spontaneous call: spoke to pt who states that pump is alarming for no reason. There is no message in the display and he's attempted to change the batteries with no luck. Pt not harmed. Back up working properly. Malfunction device (B)(4) to be returned. Replacement to be sent. Is the actual device available for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.